Event description:
Customer noted an issue with their cartridges, reporting an error that required a cartridge reload or reinstall, which stopped all insulin deliveries immediately. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.